Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patients ipg loses connection with the charger many times during a charging session making it difficult for patient to charge. As a result, the ipg was explanted and replaced to address the issue.